Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02983, related manufacturer reference number: 2938836-2019-02984. It was reported that the patient in clinic after remote demonstrated a low impedance. Patient stated he noted a ¿thumping¿ where the generator is positioned. Interrogation today demonstrated an increased impedance. Programming changes were made and after the changes the patient still complained of a ¿funny feeling¿ at pocket and some thumping even when patient wasn¿t pacing in the ventricle. Atrial threshold higher and lower with no consistent funny feeling complaints. A chest x-ray was completed, and radiologist confirmed that there were no concerns, and all looked normal. The leads and device remain implanted. The patient condition is stable.